Event description:
On (B)(6) 2012 customer reported a reagent leak (approximately 5 to 10 ml) outside of the lh750 instrument. Customer could not determine the source of the leak and requested service. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the screws loose on the seals of the reagent tanks after the last preventive maintenance. Fse noted that several screws were loose and this allowed the reagent to seep out around the top. Fse tightened the screws to resolve the leak. Fse stated this was not a user error and confirmed that reagents were stored properly. No further leaks were reported.

Manufacturer narrative:
(B)(4).